Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with fatigue and was found to be anemic. The patient was admitted on (B)(6) 2023 and had an esophagogastroduodenoscopy (egd), which was negative for acute finding. The occult stool was positive. The gastrointestinal (gi) team suspected that the dark stool was related to oral iron supplementation although occult blood was positive. The egd was completely normal and showed no signs of bleeding. The patient's hemoglobin remained stable throughout admission and the stools were not melanic per gl assessment. A colonoscopy was not recommended. Acetylsalicylic acid (aspirin) was discontinued with no plan to resume. The patient remained on warfarin and the international normalized ratio (inr) goal remained the same (2-3). The patient received intravenous iron replacement during admission and 1 unit of packed red blood cells. The patient did not require transfusion and was discharged on (B)(6) 2023 in stable condition with no signs of gi bleeding. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.